Event description:
It was reported the case is cracked/broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, lead flex cover, keyboard, and lcd (liquid crystal display) are contaminated. Upper and lower case halves, both bail covers, and ring cover are broken. Both bails and ring are missing.